Manufacturer narrative:
No product is being returned for eval but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cystectomy - "graspers would not work properly- jaws would not open with handle manipulation during case with dr. (B)(6). Issue was discovered while graspers were outside of the pt."